Event description:
Pt had removal of silicone gel breast implants due to painful and hard bilateral breast capsular contractures which were grade IV. Pt also presented with a long standing history of lupus. The right capsule was dissected free with difficulty in the posterior portion due to dacron patches. The capsule and implant were remarkably distorted due to the contracture. The implant appeared intact. The outside of the implant and the inside of the capsule contained a sticky surface with white particulate matter present. The left capsule was also found to be very thickened and calcified and was difficult to dissect free from the chest wall musculature. The capsule had an opening on the superior surface caused during manipulating its removal. The implant appears grossly intact within the capsule and contains white particulate matter with a very sticky surface. The implant was not removed from the capsule. Right and left implants with capsules weighed 360 gms each.